Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the fourth firing the surgeon tried to clamp the tissue of the bronchi, however, could not fully close the jaws. Pressed the anvil against the chest wall and could close the tip of the jaws. Then pushed the green button and the firing was successful. After the firing, noticed that the root of the cartridge was curved and broken. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.